Manufacturer narrative:
Additional information was received on june 3, 2015, june 23, 2015, and june 25, 2015 with the following: the surgeon followed the IFU. There were no technical complications during the procedure. The probe was kept in the fridge. No damaged was seen on the probe. Insertion was without issue. The probe was secured with the screw as recommended. The value read was 0mmhg for the pt102, but the temperature was ok (36 8*c) after 4 hours, the value of pt102 was still 0 mmhg. After 6 hours, still ommhg for pt102 so they unscrewed it a little bit (1 turn) and the pt102 value came to 7 mmhg (real value?) After 5 seconds and then became stable within one hour approximately with a value of 8 mmhg. The probe was used during 24 hours after unscrewing a little bit during the 24 hours of monitoring, the values were between 7 to 9 mmhg with an increasing of 12-14 mmhg during increasing of f02 of insufflator to 100%. The probe needed to be removed for urgent medical surgery. When the probe was removed from the patient, it was thrown. The surgeon did not remember the aspect except that it was not broken. It was reported that the surgeon used this device for the first time however he was trained for and has followed step by step the IFU and screw as recommended in the IFU but it seemed to not work.

Manufacturer narrative:
Integra has completed their internal investigation 07/03/2015. Results: DHR of the mentioned product was reviewed cc1 p1 (lot 040914, sn (B)(4)). No abnormalities could be determined. No trend could be determined after checking the trackwise database. Conclusion: product was not returned therefore no root cause could be determined.

Event description:
The value that read with this licox probe was zero and did not move. The product was in contact with the patient. Additional information was rec'd on 21 may 2015 with the following: device was finally thrown out by the consumer so no product wil be returned. It was reported that "when unscrewing the compression cap, the monitor shows value". No other information was provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported information.